Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the sensor was giving inaccurate readings. No patient impact or consequences were reported.

Event description:
The customer reported the sensor was giving inaccurate readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the product involved in this event has not been returned to allow for an analysis to be performed. It was indicated by the customer that the device will not be returned to masimo for evaluation. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data: d1. Was updated from "sensor" to "rd set adt" device not returned.